Event description:
It was reported that patient had pectoral stimulation after the device was changed especially when pacing the left ventricle.the device is still in use. The left ventricular lead had a decrease in impedance and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.